Manufacturer narrative:
(B)(4). This medwatch report is being voided as only one product is involved in this event. All event information will reside in medwatch report 2210968-2011-01364.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was used. The patient experienced erosion of the vaginal wall and other tissues and infection. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01364. The same patient is represented in each medwatch.